Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned. Other: it was reported that the patient heard the patient alert and went to the hospital, whereupon it was determined there was high impedance greater than 2000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "normal" following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high.

Event description:
It was reported that the patient heard the patient alert and went to the hospital, whereupon it was determined there was high impedance greater than 2000 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "normal" following the replacement procedure.